Event description:
It was reported to boston scientific corporation that an ultratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, when the device was removed from the packaging, it was noticed that the cut wire did not appear to be the right size. The device was not used on the patient. The procedure was completed with another ultratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the cutting wire was incorrectly positioned since the proximal pierce hole was torn approximately 19 mm along the working length. In addition, the distal tip of the device was twisted, the cutting wire was kinked, and the peek tube was exposed. The exposed cutting wire was measured and found to be longer than specification due to the torn extrusion. Functional evaluation found that the device did not bow sufficiently to meet specification as a result of the altered exposed cutting wire length. Review and analysis of all available information indicated the most probable root cause for this event was handling damage as manipulation of the device during preparation could have cause the failures encountered. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.